Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, during a routine impedance check, an out of range (oor) was identified on electrode #3 on lead 1. No known causes could be identified at the time of the report. The rep programmed around that electrode, which resolved the oor. No symptoms were reported. It was noted the patient has a history of rsd in the right arm. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the representative didn't notice the specific oor error code and the code was seen on the clinician programmer. The representative reported that the impedances were greater than 10,000 ohms. There were no symptoms associated with the event and they noted that they didn't think electrode number 3 was programmed. This information was confirmed with the physician/account. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6) 2018. The cause of the high impedances was not determined and the impedance issues were not resolved. This information was confirmed with the physician. The rep indicated that the patient has not contacted them since the reprogramming they did. The patient has their number to call if they need further programming or has any other issues. No further complications were reported or anticipated.